Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that a patient was ready for surgery, and the handpieces would not turn on the system. The patient was sent home, and the doctor cancelled the list of surgeries to be rescheduled. The engineer reported that he found no problems with the legacy system. However, when he looked at the handpieces, he saw that they had been repaired by a non-alcon third party. The handpieces had a much thinner cable and there were gaps near the cable entry